Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a patient experienced postpartum hemorrhage (pph) following a cesarean section. The user placed a 'bakri tamponade balloon catheter'. The user confirmed a leakage of injected liquid from the balloon lumen. The device was removed and another like-device was used to complete the procedure. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: h11 the appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Appropriate measures have been taken to address this failure mode. A CAPA was previously opened to further investigate this failure mode. Corrective actions have since been implemented following the manufacture of this device. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Correction: h6 (component code). Investigation evaluation: description of event: it was reported that a patient experienced postpartum hemorrhage (pph) following a cesarean section. The user placed a 'bakri tamponade balloon catheter'. The user confirmed a leakage of injected liquid from the balloon lumen. The device was removed and another like-device was used to complete the procedure. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as a visual inspection, and functional test of the returned device, were conducted during the investigation. One bakri tamponade balloon catheter was returned for evaluation. The balloon was function tested, and a leak was observed at the proximal end of the device, near the y inflation port. There appeared to be a defect in the tubing near the seam of the inflation port. The investigation found that the affected component is supplied to cook from an external supplier. Cook requested that the supplier investigate this occurrence. The supplier reviewed the returned device along with relevant quality documentation and procedure instructions. The supplier concluded that the material was likely pinched by tooling during extrusion, leading to the lumen split. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded a supplier manufacturing event likely contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.